Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and "biocell textured implants." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and textured implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ white particles on the surface of the shell. ¿ crease fold observed. ¿ wear abrasion observed. ¿ observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "hole in the radius " via an rga form.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV.

Event description:
Device has been explanted and replaced.